Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced flashing white display, pump error 53 (software error detected ). The customer reported no adverse event. The event involved product(s) mmt-1712k. Customer reported a flashing or solid white screen. Customer confirmed that screen is not displaying a flashing medtronic logo. No harm requiring medical intervention was reported. The customer will discontinue to use the insulin pump. Mmt-1712k was requested and customer response was the device will be returned.

Manufacturer narrative:
Unit passed active current measurement, sleep current measurement test, self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Unit successfully download to thus. No pump error 53 alarm or flashing white display noted during test. However, confirmed pump error 53 (file#2005 line#5632) was noted in the history download on 09/23/2024 19:58:52.000. Unit was cut open to perform visual inspection and found evidence of moisture damage on the electronic stack and motor assemblies. The following were noted during visual inspection: corroded electronic assembly, scratched case, pillowing keypad overlay, cracked case at the battery tube, corroded battery tube, corroded motor home switch, missing display window cover, stained serial number label. The p-cap/reservoir does lock properly. No flashing white display noted. Pump error 53 is confirmed due to being found in history files and due to hardware anomaly. Cosmetic damage at battery compartment was confirmed during test. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.